Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark view self starting variable screws fractured post-operatively. Follow up x-rays showed that the screws fractured at the distal level. It is unknown if the patient fused, however, the patient is experiencing pain. Revision surgery is not scheduled at this time. This report represents the second of the two screws.

Manufacturer narrative:
Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not available for evaluation. However, screw fracture was confirmed through visual inspection of the associated image. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.

Event description:
It was reported that two ozark view self starting variable screws fractured post-operatively. Follow up x-rays showed that the screws fractured at the distal level. It is unknown if the patient fused, however, the patient is experiencing pain. Revision surgery is not scheduled at this time. This report represents the second of the two screws.